Event description:
Note: the patient received 2 leads from the same lot. The leads were placed occipital (off label use). It was reported the patient cannot start the stimulation. The patient met with an sjm representative and it was determined the lead is fractured. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
UDI(di) : (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.